Event description:
A pt ((B)(6)) was enrolled in the coaptite injectable implant study for stress urinary incontinence. The pt was injected with 1.0 ml of coaptite lot #1026118 on (B)(6) 2011. The pt was injected with 1.0 ml of coaptite lot #1027727 on (B)(6) 2011. The pt received a third injection of 1.0 ml of coaptite lot #1024980 on (B)(6) 2012. The pt was injected with of 1.0 ml of coaptite lot #1028864 on (B)(6) 2012 and on (B)(6) 2012 the pt was injected with 1.0 ml of coaptite lot #1032764. The pt reported urge incontinence on (B)(6) 2012 through present. The pt was treated on (B)(6) 2012 with anticholinergic medication trial, sanctura xr, 60mg daily for two weeks and toviaz, 8mg daily for two weeks. Neither drug worked well and the pt discontinued taking both of them due to intolerance to the side effects. The physician assessed the event as mild in severity and non-device related. On (B)(6) 2012, the pt reported a urinary tract infection diagnosed by urinalysis. The pt received treatment with antibiotics; macrobid and gentamicin injection on (B)(6) 2012. The uti resolved on (B)(6) 2012. The physician assessed the event as mild in severity and definitely not device related.

Manufacturer narrative:
Add'l coaptite lots used for injection: 1027727, (exp date 09/2014, manufacture date 09/2011); 1024980 (exp 04/2014, manufacture date 04/2011); 1028864 (exp 10/2014, manufacture date 10/2011); 1032764 (exp 05/2015, manufacture date 05/2012). Add'l info - implant date: (B)(6) 2011; implant date: (B)(6) 2012, implant date: (B)(6) 2012; implant date: (B)(6) 2012. The device history records for all 5 lots were reviewed. All required testing specs were met prior to release with no abnormalities noted.